Event description:
A male pt contacted lifecor customer support to report that both battery packs are showing the battery pack fault led. The download revealed several "battery charge fault" flags. Support sent the pt a replacement battery charger.

Manufacturer narrative:
Device eval summary: device eval of battery charger has been completed. The reported problem was confirmed. The cause of the defective battery charger was a defective q1 chip. This bad chip caused the battery pack to not enter charger mode. The root cause of the defective q1 cannot be positively identified but was likely random component failure. The faulty charger was repaired. It was then retested and restocked. No adverse event result from the damaged battery charger. The distributor received a replacement battery charger.